Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported display issue has been completed. Device analysis: the console was tested on an engineering lab bench. The failure mode was reproduced. No vga signal was available at the rlm vga output. The issue was isolated to the rlm. The root cause of the display issue was due to a defective rlm. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had no vga output to a separate display monitor. There was no reported patient involvement.